Event description:
It was reported that after injecting a patient with a bd integra 3ml syringe with detachable needle, the needle did not retract and a pharmacist obtained a needle stick injury in her thumb, which drew blood. The pharmacist immediately washed her hands and sought medical attention at a hospital where she was evaluated, received a tetanus shot, and prophylactic antiretroviral medications were given to be taken for one month.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.